Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, dust and dirt were confirmed inside the video connector, which is likely that the cause of the phenomenon. In addition, since it has been more than 15 years since it was manufactured, parts may be worn or deteriorated over time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, intermittent flickering and freezing were found due to faulty patient board set. In addition, moisture stains, lints, and dusts at the video connect unit pins were observed. Lastly, faded front panel and top cover were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned evis exera ii video system center, an intermittent image due to a printed circuit board failure was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The DHR was unable to be reviewed for this device since it was over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design.